Event description:
During a ptca procedure involving an 80% stenotic lesion in the mid-lad artery, the maverick monorail balloon ruptured at 4 atm's on the initial inflation. The pt was asymptomatic during this event. A terumo introducer sheath, a choice pt extra support 185cm guidewire, a 6f schneider guider jl4 guide catheter and an acs inflator 20-20 inflation device were used. The maverick monorail balloon was removed and replaced with a j&j world pass balloon catheter. No pt injuries or procedural complications were reported. Pt status is reported as good".